Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that due to unusual tortuous patient anatomy, this lead became fractured. A revision procedure was performed and the lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.